Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case and right plunger case were cracked and there was no apparent contamination. Event history log (ehl) showed: check syringe plunger sensor error. The reported problem was duplicated at power up process; the two flippers were touching the top of the ear clip when plunger was pushed all the way in. The root cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed power up process and all functional tests passed.

Event description:
It was reported that the pump had a plunger sensor error. No patient injury was reported.